Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that the unit will run but will not go up ramps efficiently. Sometimes it will shut down intermittently.